Event description:
It was reported that stylet was flexing. There was no patient contact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use-related. One 5 fr triple-lumen powerpicc catheter with 3cg stylet was returned for evaluation. An initial visual observation revealed the catheter was terminated at the 41 cm depth mark and the distal segment was returned. The 3cg stylet was observed to be inserted in the catheter and appeared to be broken. The distal end of the stylet was returned and contained the epoxy tip. A microscopic observation revealed the stylet break appeared to be located between the interfaces of the magnets and partial delamination of the polyamide coating was also observed. The core wire appeared to be slightly curved near the break site and exhibited a rough fracture surface. The tip of the stylet was observed to be present and intact. The break was likely the result of product use. Possible contributing factors could include advancing or retracting the stylet against resistance and/or extension of the stylet tip past the trimmed end of the catheter. This complaint will be recorded for future trending and monitoring purposes.